Event description:
The surgeon noticed a vibration of the handpiece after he engaged the vitrectomy cutter in the eye. He immediately removed the cutter from the eye. While testing the cutter, the tip broke off. There was no injury to the patient.